Event description:
Subsequent to the initial medwatch report, additional reported information indicated that the physician identified that the balloon had ruptured during the procedure in the left anterior descending artery when blood was seen entering the indeflator. The balloon had been inflated one time to 12 atmospheres. The catheter was removed from the anatomy and a new rx voyager balloon was used to complete dilatation. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the voyager catheter noted contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and the balloon inflated. There were two bends in the hypotube shaft 12 cm and 48 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Using a new indeflator filled with water, an attempt was made to pressurize the balloon; however fluid would not advance into the inflation lumen because of the dried contrast. The catheter was left pressurized to dissolve the dried contrast. There was fluid leaking from a tear in the shaft 3 mm distal to the guide wire exit notch. The tear was 3 mm in length. It is likely that the noted tear in the shaft was what was likely perceived by the account as a balloon rupture. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. Scanning electron microscopy analysis confirmed the leak in the shaft. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomical information was not reported with the case information which may have aided in the investigation. It is possible that the shaft was damaged prior to entering into the patient anatomy or during interactions with other devices, or the lesion during advancement in the anatomy. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that while prepping a 2.5x15 rx voyager dilatation catheter, a leak was detected in the balloon catheter. The device was not used and there was no patient involvement. A new unspecified dilatation catheter was used in the procedure. There was no clinically significant delay in the procedure. No additional information was provided.